Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were no anomalies found, no patient alerts and no signs of noise/oversensing recorded.

Event description:
It was reported that a patient with an implanted bi-ventricular defibrillator (ICD) is able to feel "extreme" heat coming from the device with his hand; the heat is "much higher" than his core temperature. The system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.